Event description:
Reporter states customer reportedly received results of 183 mg/dl and 50 mg/dl within 10 minutes on the compact system. Low blood glucose symptoms reported with these results; self treated with orange juice and glucose tabs. No quality controls were used. No adverse event reported. Requested return of the suspect device and replacement was sent.